Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 500 mcg/ml at 158 mcg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the patient was admitted to the hospital with overdose symptoms. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿n/a.¿ diagnostics/troubleshooting performed included taking the programmer to the hospital to read the pump. A magnet had been placed over the pump and a motor stall occurred. The doctors wanted the pump daily dose to be cut in half after removing the magnet. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient presented to the hospital with overdose symptoms and the doctor was asked to take the programmer to the hospital for the nurse to turn down the pump to 79 mcg/day. The magnet was removed and the pump was decreased per the doctor and set to simple continuous infusion. The patient would be discharged from the hospital when she was back to normal mental state. The patient would follow-up with the doctor in the office for additional pump management. It was noted surgical intervention did not occur and was not planned. The patient¿s weight and medical history were ¿asked, but unknown.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving compounded baclofen (unknown dose and concentration), compounded fentanyl (unknown dose and concentration), compounded bupivacaine (unknown dose and concentration), and compounded clonidine (unknown dose and concentration). It was reported on (B)(6) 2018 the patient's husband reported finding the patient unresponsive and the patient was being admitted to the hospital. The patient's husband noted this was the third episode this week. Upon presentation to the emergency department (ed), a magnet was placed over the pump to suspend therapy on (B)(6) 2018. On (B)(6) 2018, the nurse reported the patient's decreased cognitive function was improving, but was complaining of pain. The pain was treated with oral opioids. On (B)(6) 2018 a review of the hospital; records reviewed on (B)(6) 2018 the patient was agitated, tachycardic (possible opioid withdrawal) and was altered mentally (possible opioid overdose). On (B)(6) 2018 therapy was resumed and then also suspended on (B)(6) 2018. On (B)(6) 2018 the therapy was resumed. On (B)(6) 2018 the therapy was again suspended. It was also noted on (B)(6) 2018 that the therapy was resumed. (Please note: it was also noted that the therapy resumed on (B)(6) 2018.) On 2018 the patient presented to the clinic and reported fairly well managed pain. The patient's husband was provided with a magnet and instructed to place magnet over pump and present to emergency department should altered cognitive function return. On 2018-aug-02 2018 the pump was refilled and the interrogated reservoir volume (irv) was 13.8 and the actual aspirated volume (aav) was 17.5. A catheter kink was suspected. On (B)(6) 2018 the patient's husband reported using the magnet to stop the pump once over the weekend. On (B)(6) 2018 the intrathecal (it) rate was decreased as the patient reported altered cognitive function still persists. The outcome of the event was noted as ongoing. The device diagnosis was catheter kink and the clinical diagnosis was decreased cognitive function. The patient's weight was 199 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_prog; product type: programmer, physician; product ID: 8781; lot# serial#: (B)(4); implanted: on (B)(6) 2014; product type: catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to other suspected intermittent catheter kink. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product typel: programmer, physician productl: ID 8781 serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.